Event description:
A bariatric pt was undergoing fluoroscopy examination. After 56 seconds of fluoroscopy, the examination technique was changed because of poor quality to digital spot films. After a total of 39 digital spot films were completed, the cathode ray tube exploded spraying the pt, x-ray tech and physician with oil. No injuries were reported.